Manufacturer narrative:
(B)(6) (B)(4). Neither device nor applicable imaging studies available. Hence , it is difficult to draw any conclusion.

Event description:
It was reported that on an unknown date in (B)(6) 2012, the patient underwent anterior cervical discectomy and fusion using artificial anterior plate system. Post op, through the series of x-rays and scans, it was determined that the locking mechanism on the referenced device had failed and was causing the dislocation of a screw. The patient has been experiencing arm pain, tingling in her fingers, and trouble swallowing from time to time. Patient also stated that she had another bulging disc located above the plate which may be the cause of her reactions. She also expressed concern about the screw migrating to her esophageal area. The patient has been scheduled for a revision surgery after a week, in which the surgeon has planned to remove screw from the plate.

Event description:
It was reported that on: (B)(6) 2012 the patient presented for an office visit and alleged ¿I am having neck pain and numbness and tingling in my right arm. I have had two injections. I did get relief with home injection. ¿ on (B)(6) 2012 the patient presented with complaint of cervical disk herniation, c5-6 , c6-7. Procedure performed : anterior cervical discectomy , c5-6 anterior cervical discectomy, c6-7 iliac crest interbody fusion using left anteriorsuperior iliac crest and internal fixation with artificial plate. Per op notes: ¿a plate of the appropriate length was chosen, bent with the appropriate amount of lordosis. Two screws each were placed on the body of c5 and c7, and a single screw was placed in the body of c6 per the plate design.¿ on (B)(6) 2012 the patient presented for an office visit. ¿I am doing so much better after my neck surgery. My whole neck aches and my upper chest.¿ the patient is out from her two level anterior cervical discectomy and fusion. On (B)(6) 2015 the patient presented with the chief complaint of ¿catching in neck and pain down left arm and numbness in hand.¿ the patient underwent an x-ray exam. Assessment: cervicalgia. On (B)(6) 2015 the patient presented with left arm pain and underwent MRI exam. Impression: ¿ loss of normal cervical lordosis with anterolisthesis c7 on t1; status post anterior cervical discectomy and fusionc5-6, c6-7 utilizing anterior instrumentation. Left paracentral spondylotic disc displacement c5-6 results in borderline mild central canal stenosis without cord compression. Mild inferior foraminal narrowing; shallow broad based mixed spondylotic disc displacement c6-7 indents the thecal sac without cord compression or central canal stenosis. Mild to moderate biforaminal narrowing secondary to uncinated hypertrophy with abutment of the exiting c7 nerve root bilaterally; cephalad to the fusion at c4-5 is a shallow broad based mixed spondylotic disc displacement which indents the thecal sac without cord compression or central canal stenosis. Moderate foraminal narrowing , right greater than left, secondary to uncinate hypertrophy with abutment of the exiting c5 nerve roots bilaterally. Mild right facet arthropathy; caudal to the fusion is subtle anterolisthesis of c7 on t1 with pseudodisc of listhesus eccentric to the left without cord compression or central canal stenosis. ¿ on (B)(6) 2015 the doctor called the patient to explain her MRI results. The MRI scan showed a disk bulge at c7-t1 on the left. On (B)(6) 2015 the patient presented to get the recheck of her neck. Lateral x-ray showed no change in her hardware. Assessment: cervicalgia, dorsalgia. ¿she has a backed out screw part way. Probably needs to be removed.¿ on (B)(6) 2015 the patient presented with complaints of neck pain and left arm pain.a comparison of MRI was done from on (B)(6) 2015. Diagnosis: cervical spondylosis. Impression: c6-7: status post anterior decompression and stabilization without bony bridging; luschka joint hypertrophy with moderate bilateral foraminal stenosis; dislodgement of the left c7 screw which protrudes 9mm beyond the surface of the plate. In review of the MRI of (B)(6) 2015 the screw head appears to be to the left of the esophagus; c5-6: spondylotic disc protrusion to the left of midline; mild central canal stenosis; mild foraminal stenosis; c4-5: spondylotic disc protrusion; anterolisthesis; moderate foraminal stenosis right slightly greater than left; c3-4: subtle anterolisthesis; c7-t1: left foraminal stenosis; subtle anterolisthesis; findings appear stable; subtle anterolisthesis c2 on c3, c3 on c4 were present on the MRI dated (B)(6) 2015; straightening of the cervical lordosis. On (B)(6) 2015 the patient presented for recheck of neck and CT results.¿ assessment: status post c5-7 fusion now with a single screw that has backed out.¿ on (B)(6) 2015, the patient presented for physical therapy. On (B)(6) 2015 the patient presented with the following preoperative diagnosis: status post spinal fusion c5 to c7 screw that has backed out approximately halfway, prominent hardware in the cervical spine. Procedure performed: removal of left c7 anterior cervical screw. Complications: none (B)(6) 2015 the patient for follow up for postop screw removal cervical spine. ¿lateral view of the cervical spine showed no loose hardware, screw was backed up had been removed.¿

Event description:
It was reported that on: (B)(6) 2012. Patient presented with a little swallowing difficulty. Patient had displaced cervical intervertebral disc. Active problems: brachial neuritis, osteoarthrosis, cervicalgia. On (B)(6) 2012: patient presented for an office visit due to excessive daytime sleeplessness, insomnia. Sleep study conducted. Impression: obstructive sleep apnea, moderate to severe with ahi 33. Associated with frequent respiratory arousals and mild oxygen desaturation resolved on CPAP. On (B)(6) 2012 ,(B)(6) 2013, (B)(6) 2015: patient presented for an office visit for ma screening mammo digital bilat which was compared with imaging studies performed on (B)(6) 2014 and on (B)(6) 2012 and (B)(6) 2013. Impression: there is no mammographic evidence of malignancy. On (B)(6) 2012, (B)(6) 2015: patient presented for office visit. On (B)(6) 2015: patient presented for office visit for rechecking of the neck and CT results. Patient reported tingling on occasion, but tolerable. Ros revealed head and neck symptoms. Patient has numbness in the ring and little finger. On (B)(6) 2012: patient presented due to microscopic pathological diagnosis: ascending polyp-fragments of tubular adenoma with low grade dysplasia. Sigmoid polyp-colonic mucusa showing lamina propria hemorrhage and edema. Diverticulosis. Patient underwent colonoscopy with polypectomy with snare. On (B)(6) 2012: patient presented for office visit for followup of osa on CPAP. On (B)(6) 2015: patient presented with neck pain and pain down left arm, limb weakness, numbness. Patient was dull aching. Pain was worst with sitting and driving. Patient had hypertension, brachial neuritis, pain in limb, osteoarthritis, chondromalacia of patella. On (B)(6) 2015: MRI scan shows disk bulge at c7-t1 on the left, which resulted in arm pain. Screw backed out was an issue. On (B)(6) 2015: patient presented with cervicalgia. On (B)(6) 2015: patient presented for an office visit due to some neck pain. Patient describes pain as achy, numb and tingling. Lateral flexion to the left reproduce the radiating pain down her left arm. On (B)(6) 2015: patient underwent intrathecal contrast administration due to cervicalgia. On (B)(6) 2015: patient presented for office visit. On (B)(6) 2015: patient underwent surgery of screw removal ( left c7 ) of cervical spine. Post-operative diagnosis: status post spinal fusion c5-c7 with the left c7 screw that has backed out approximately halfway, prominent hardware in the cervical spine. As per op notes, her neck was draped in sterile fashion¿blunt dissection was carried down to the screw head. Screw was exposed and backed out.the other screw that had been placed for 5 years, had not moved. No patient complication were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015: the patient presented for pre-op and other medical problems: hypertension, hyperlipidemia, bipolar disorder, "osa", "adhd", "etoh" abuse and nicotine dependence. The patient also reported of cough, nocturia, vaginal bleeding, neck pain, leg swelling, dizziness, tingling and numbness in both hands, insomnia, depression. Assessments: essential hypertension; unspecified hyperlipidemia. On (B)(6) 2015: the patient presented with the following diagnosis: status post spinal fusion c5 to c7 with a left c7 screw that has backed out approximately halfway, prominent hardware in the cervical spine. She underwent the following procedure: removal of left c7 anterior cervical screw. Per-op notes, x-ray was obtained to confirm the level of incision. On the left side of the neck, her existing scar was utilized and an incision was made directly over the same scar, carried down to the subcutaneous tissue. The platysma was opened in line with the incision. The screw was readily palpable. Blunt dissection was carried down to the screw head and the fibrinous tissue that had encapsuled the screw head was cut into. Screw was exposed and backed out. There was an abundant portion of scar tissue around the screw head. The other screw had been in place for 5 years, had not moved. There was little concern about any other screws backing out. Further dissection would just have added to the morbidity and therefore the procedure was terminated. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.